Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505096 and its components was performed. The review did not identify any issues which could result in the reported issue during the production or the release testing for lot 505096. The CAPA review for abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505096 and its components was performed and did not identify any internal or post-production use issues related to these lot numbers and the reported issue. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amp kit (list 09n77-90) lot 505096 identified four (4) additional complaints related to the reported issue. All were independently investigated, and no product deficiencies were identified. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit (list 09n77-90) lot 505096 was not identified.

Manufacturer narrative:
Complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported that they have obtained discrepant results when running the realtime sars-cov-2 assay. A run performed on april 14th generated positive results with high cycle numbers (>22) on most of the right side of the pcr plate (especially columns 7-12). Customer considers these many positive results to be suspicious. The customer reran the suspect samples on magnapure extraction and primer design coronavirus (covid-19) genesig® real-time pcr assay, which generated negative results. Additionally, the customer proceeded to perform a contamination check, and background plate calibration as requested by field application specialist (fas). The background plate calibration failed due to high contamination in wells f7 and h7. Customer is following cleaning procedures, as the contamination check on this instrument continues to fail. Local ambassador remains in contact with customer for further guidance and support in achieving a proper maintenance before continuing with testing. On the topic of the discrepant results, molecular application specialist has informed local team (to relay the information to customer) that the declared limit of detection (lod) for primerdesign genesig assay is of 580 copies/ml, as per their package insert, whereas that of abbott is 100 copies/ml. However, no further comparative analyses can be performed until the m2000rt is back to proper condition. Customer did not report any results for these samples out of the lab, due to the discrepancy in results. Customer did not compare results to patient history. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in ireland using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.